Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device did not turn on and displayed a black screen. A technical support specialist (tss) dialled into the station, and the medapp launched successfully. The tss was called the pharmacy to confirm whether the user was also able to dial in. The customer confirmed that the station was working fine. The system functioned as intended after technical support specialist troubleshot the device

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was not turned on, and screen was black. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was not turned on, and screen was black. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.